Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between august 26, 2024 and november 25, 2024 recorded increase of short intervals from 0 to <249 at the end of the recording period. The analysis of the provided iegm episode no. 27 from november 21, 2024 revealed synchronous artifacts on the ff and rv channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing on the ventricular channel was observed via homemonitoring. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.